Manufacturer narrative:
It was later reported on (B)(6) 2014 that the tumor was not completely removed, and a separate revision surgery was required. The site reports that the patient is doing fine now. Correction: the site used touch-n-go to perform the registration not tracer as originally reported. The inaccuracy was noticed during the procedure, post-incision. On the axial navigation view, it showed at the epicenter of the tumor, but on the sagittal view it did not show as in the tumor. The surgeon felt that the system showed the cross-hairs about 1 cm shallow of the actual location. An archive of the patient exam with touch n' go registration was analyzed by the manufacturer. Touch-n-go registration shows 8 points collected. Sphere of accuracy encompasses the entire head volume. A medtronic representative performed testing of the system onsite, but was unable to replicate any inaccuracy. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy. Correction: the site used touch-n-go to perform the registration not tracer as originally reported.

Event description:
A medtronic representative reported that, while in a cranial tumor resection procedure, the surgeon alleged an inaccuracy in the sagital view only. No specific measurement, or further details of the procedure, were provided. Tracer registration was used. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4) 2014: medtronic representative performed a navigation system check-out, all areas passed.